Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus premier ous mr 3.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified a break in the hypotube at approximately 255mm from the distal end of the strain relief. There were multiple kinks noted along the full catheter length. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-jul-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The eccentric target lesion with a bend of between 45 and 90 degrees was located in the mildly calcified right coronary artery (rca). A 24 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with another 24 x 3.50 promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.